Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(4) 2017, the sensor warm up restarted in the middle of a sensor session. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event could not be confirmed. The root cause was determined to be counts aberration.